Event description:
Caller reported a malfunction on pump, specifically labeled as malf 15. There was no adverse impact to customer's blood glucose level. Caller planned to follow up after obtaining the charging cable and verifying the pump's serial number.